Event description:
Mother admitted in active labor. Pt heart rate tracing was reactive at a baseline of 115 to 120 bpm with accelerations in the 150-bpm range. There were no decelerations. Labor progressed well and delivered a stillborn, term, with the cord wrapped around its neck, peeling skin, and other early signs of maceration. This indicates there was intrauterine death from 12 to 24 hours prior to admittance. The mother admitted that there was no movement felt for 24 hours prior to admittance. Stillborn.